Event description:
The customer states images are too dark. No pt injury.

Manufacturer narrative:
The service rep found that the system was not tracking properly, so he adjusted the camera. System operating as intended.